Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current, a21 error test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery test. No failed battery alarm during test noted however, the insulin pump was received with corroded battery tube and cracked battery tube threads. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's son reported via telephone call that the insulin pump alarmed for a failed battery test while changing the battery. The blood glucose reading was 291 mg/dl. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.